Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09dec2020.

Event description:
The customer reported touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the touchscreen needed to be replaced to return the device to working condition. The fse implemented fco86600042 and replaced the touchscreen to resolve the issue and bring the device back to functionality.